Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that atrial oversensing was noted on the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the oversensing resulted in pacing inhibition. Programming changes were made to resolve the issue. There were no patient consequences noted.

Manufacturer narrative:
Section g2 - "healthcare professional" should not be selected.